Event description:
On 2/3/2004, the co received a report that a corrective surgery was deemed necessary to implant an intraocular lens of a different power in a cataract pt. The surgeon stated that a miscalculation in the planned refractive power of the original implanted lens was due to erroneous info provided by the subject device. The following info was provided by the reporting surgeon. Preoperation data with the device calculated a +4.0 to +4.5 diopter lens was indicated. The surgeon selected and implanted a +6.0 diopters lens. During the post-operative visit, refraction of the pt indicated that an additional +3.0 diopters was necessary. Reexamination with the device calculated a +8.5 diopters lens was indicated. The surgeon reimplanted a +9.0 diopters lens which provided an acceptable refractive power to the pt. No adverse events were reported related to the reimplantation procedure.